Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was located at the distal markerband and it extended proximally for a total length of 9cm. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-sep-2016. It was reported that balloon leak occurred. The target lesion was located in the artery of the lower limb. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, contrast agent leak was noted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.